Event description:
Two to three weeks ago, the pt experienced increased tone to the lower extremities and had a fever. In the last few days, the caregivers for the pt had heard an audible alarm. The pump was interrogated and showed that the pump was in safe state; the infusion mode was at minimum rate. The pump logs showed the safe state event occurred (B) (6) 2009. There was reported to be no emi interaction or other medical procedures performed on that date. The pump was reset to deliver 100 mcg/ml per day. The pt was seen again approx a week later; there were no alarms, the logs were fine. They refilled the pt's pump and increased the dose by 20 percent. The pt was scheduled for another visit in a week to increase the dose. The staff at the group home was in-serviced to be aware of alarms and withdrawal signs. No other action was planned. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).